Event description:
It was reported the disposable caused the device to alarm no disposable pump will not run. Device settings read: rate 2.0 ml/hour, reservoir volume 10.2 ml, given 81.85 ml. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: date of event is unknown. D4: lot number, and expiration date are unknown; h4: unknown.

Manufacturer narrative:
No product was returned. Unable to confirm reported complaint and determine root cause. If the product is returned this complaint will be reopened for further investigation. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. G1, email address: regulatory.responses@icumed.com.

Manufacturer narrative:
Corrected data: corrected data: h10 no lot number was provided; therefore, a history record review could not be conducted.